Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to broken encoder wheel. The pump was unable to perform displacement test due to motor error alarm. The pump had missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 132 mg/dl. The customer stated that the pump was not exposed to high magnetic field. The customer stated that the motor error occurred during rewind and prime. The customer stated that prime was not possible. The customer will be sent a replacement pump. The customer will return the pump for analysis.